Event description:
The physician attempted to insert the iab, but could not pass through the sheath. Another iab was used to complete the procedure without difficulty. It was reported that the patient expired at a later date, however, it was not related to the event.

Manufacturer narrative:
The device was returned for evaluation on 03/11/2014 and sent for decontamination prior to testing. Visual inspection of the device was performed. The membrane was found loosely folded with blood on the exterior of the device. The sheath was returned loose in the package. Physical testing of the components was performed. The returned sheath was found to be within specification. A laboratory insertion test was performed and the balloon was passed successfully through the returned 8fr sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected which could impact the devices ability to maintain a vacuum. The reported insertion difficulty could not be confirmed as the returned components were found within specification and passed all laboratory testing. A device and lot history record review was performed and to non-conformities were found related to this event. (B)(4).